Manufacturer narrative:
Incorrect model / lot number reported in initial report d4 and h4 amended. Device evaluation completed. The software would not allow me to add a health effect - impact code. Appropriate coding from the resources is no health consequences or impact (2199).

Event description:
When scrub tech removed wire from the plastic tube the flexible tip was detached from the wire. Pulled another of the same wire and completed the case. Device issues or patient complications? Only device performance issue(s).

Manufacturer narrative:
Product is expected to be returned to lake region medical for evaluation. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
When scrub tech removed wire from the plastic tube the flexible tip was detached from the wire. Pulled another of the same wire and completed the case. Device issues or patient complications? Only device performance issue(s).

Event description:
When scrub tech removed wire from the plastic tube the flexible tip was detached from the wire. Pulled another of the same wire and completed the case. Device issues or patient complications? Only device performance issue(s).

Manufacturer narrative:
H6 medical device problem code should have been changed from 1260 to 2976 in fu1 report.